Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the luer lock. The user's blood glucose (bg) level was 367 mg/dl. The user addressed bg level with a manual injection. Reportedly, the user discussed air bubbles with their clinical diabetes educator (cde) and the cde suggested that the user change infusion set brands from cleo to t:90.